Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Corrected fields: d7a. The device was not returned to olympus for inspection, therefore the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. However, based on the examination of an in-house inventory guide wire, the distal end likely did not meet strength specification due to suboptimal molding conditions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated investigation. Additional information added to the following fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. The guidewire tip was torn and the fracture shape suggests a brittle fracture. It was further noted that brittle fractures originate at the welds, making the guide wire distal end more susceptible to tearing. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the event occurred because the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device distal tip was torn. There were no reports of patient harm.